Manufacturer narrative:
The fse reported the customer has not approved the quotation for repair at this time. If the quote is approved, the complaint shall be updated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: n/a.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not switch on; no power in the device. The customer reported there was no patient involvement.